Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a set screw was found in the connector bore.

Event description:
It was reported that during implant attempt, while attempting to screw in the lv (left ventricular) setscrew, the wrench made the usual ratcheting noise but there was no engagement with the setscrew and the setscrew did not tighten onto the lead pin. The physician tried three separate wrenches and each time the wrench appeared to be turning but the lead pulled right out of the socket, with high impedance and no pacing when the lead appeared to be fully inserted. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead,(B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.